Manufacturer narrative:
Product analysis: programmer power loss could neither be confirmed nor reproduced; the programmer was remained powered on for 24 hours during testing. The inability of the battery to hold a charge was unconfirmed; the battery was able to charge and power the programmer. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would intermittently lose power, even when the battery was out and the programmer was plugged in. Once it was shut down for awhile it would be able to be used again but the issue would eventually recur. It was further reported that the programmer's battery was unable to hold a charge. The programmer was returned for service. No patient complications have been reported as a result of this event.